Event description:
It was reported the patient's device system was removed due to infection. The type of infection was not reported. The patient reco vered without sequela.

Manufacturer narrative:
Analysis of the stimulator found no anomaly. The lead had been cut through and returned segmented. The anchor was returned separated.

Manufacturer narrative:
Product ID 3778-75, lot# unknown, implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type lead, product ID 3550-39, lot# unknown, product type accessory. (B)(4) - the device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.